Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the product is leaking distilled water from the balloon and causing the diet to leak on the patient's skin. There was no harm to the patient.

Manufacturer narrative:
Additional information h4 device manufacture date was added evaluation summary the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated nutriport in its original packaging was received at the manufacturing site for evaluation. The returned sample did not have any damage visible to the naked eye but did show evidence of use. The complaint sample¿s balloon cuff was blousy and discolored. Evaluating the complaint sample under magnification did not reveal any cuts, tears, or score marks on the device that could propagate into a leak path. The balloon cuff was inflated with 5ml of air and a leak immediately occurred. To identify the leak path, the sample was leak tested. The void in the adhesive was isolated to one leak path that could then be seen under magnification. A proximal end cuff failure was confirmed. An exact root cause could not be determined. Each production lot is subject to a 100% leak testing and inspection and all product shipped passed this inspection. Should there have been a manufacturing issue, it would have been detected during the product functionality testing and quality inspection. According to the nutriport instructions for use (IFU), the exact balloon longevity cannot be predicted. As stated within the IFU, generally the silicone balloons last 1-8 months, but the life span of the balloon varies according to several factors. These factors may include medications, balloon fill volume, gastric ph, and tube care. This complaint will be used for tracking and trending purposes.